Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6), 2017 due to a blood glucose of 6 mg/dl. The customer experienced severe hypoglycemia unawareness. The patient was weak and tired. He was treated with a glucose drip. He was in a diabetic coma. His blood glucose at the time of call was 216 mg/dl. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.